Event description:
There was no patient involved in this event. Red status indicator and beep. The saver evo software reports 9 failed autotest whose description is "error of condenser".

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Upon receipt the device was failing self-tests due to capacitor charging error. The user would have been alerted with ¿warning, device service required¿ prompts alongside a flashing red status led, as per the reported fault. Further investigation revealed the high voltage capacitors were not charging during self-testing, which would account for the failed self-tests. The fault was attributed to a failure of transformer t2, which steps up the pad-pak voltage for the high voltage circuitry. The failure of t2 had also resulted in the failure of component u2, which regulates the primary current of the transformer. The faults could not be replicated after replacing t2. This would confirm the reported fault had been due to failure of transformer t2. Information from the device memory showed the device was first installed on the (B)(6)2017 and performed to specification up to the (B)(6) 2019, before failing the following scheduled self-test on the (B)(6) 2019. It is therefore assumed that t2 had failed around this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
There was no patient involved in this event. Red status indicator and beep. The saver evo software reports 9 failed autotest whose description is "error of condenser".